Manufacturer narrative:
One 25ga bi-blade vitrectomy cutter was returned in a plastic bag, along with an se5425wvb pack label from lot x4894. The tip protector and the rest of the pack components were not returned. The needle was bent. The port window was in the opened position with debris and solutions visible in and around the port and on the outer needle shaft. There was fluid in the tubing. This cutter looked used. The back cap was correctly aligned with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut, but did aspirate. It should be noted that a bent needle could contribute to poor cutting performance. Due to the dirty, damaged condition of the returned part the cause for the bent needle could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported the vitrectomy cutter was not working. There was no medical intervention required.

Manufacturer narrative:
Correction: d4 correct UDI number.